Manufacturer narrative:
Product event summary: performance data collected from the device was also received and analyzed. There was a low battery voltage alert for recommended replacement time (rrt). Time of rrt in save to disk occurred on (B)(6)-2013. Device rrt is less than or equal to 2.62 volts.

Event description:
The device was replaced due to reaching the elective replacement indicator status. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant products: 5594 implantable pacing lead, (B)(6) 2008. (B)(4).